Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v076805, implanted: (B)(6) 2008, product type: lead. Product ID: neu_un known_lead, product type: lead. (B)(4).

Event description:
It was reported that patient experienced return of urge incontinence and stated it hasn't worked for years however she did not have a treating physician. The patient experienced return of symptoms. Patient now has a new physician and she was told that battery was dead /depleted, however patient said she didn't think it worked that well, so they did another test of the implant and she was told that the wires on the left were all screwy. The health care provider (hcp) pulled them out and put wiring on the left side. This occurred, last friday, (B)(6) 2015. The patient indicated that she has experienced successful results and wanted to have new battery installed as soon as possible, no later than next wednesday as she will be going out of town. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation .